Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an elective replacement indicator (eri) message on their patient programmer screen. There was an allegation/dissatisfaction against the longevity of their device, as their last ins lasted for 5 years and this device only lasted 2 years. Patient services reviewed the meaning of eri and reviewed the longevity depends on usage and settings. No patient symptoms or further complications were reported as a result of this event.